Event description:
It was reported that while the patient was being removed from an ambulance, when the cot tipped and fell and caused injury to the patient including dislocating a prior back fusion. The service technician identified that the safety hook release handle was loose. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cause for the safety bar not catching the safety hook was a loose safety bar fastener.

Event description:
It was reported that while the patient was being removed from an ambulance, when the cot tipped and fell and caused injury to the patient including dislocating a prior back fusion. The service technician identified that the safety hook release handle was loose. There was patient involvement; however, no clinically relevant delay in treatment was reported.